Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was unable to read barcodes. A field service engineer verified that the printer emitting a burning odor was not part of the bd equipment; it was associated with the information technology department. Unplugged and reseated the cable in the scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis ciisafe system had detected a smell of smoke between the station and the printer. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.